Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia with blood glucose value was over 30 mmol/l and 18 mmol/l. Customer blood glucose value was 33 mmol/l. The customer was treated with manual bolus for high blood glucose level. Customer also stated that infusion set was leak. Customer also testing positive for ketones. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.